Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience prime everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The stent remains implanted in the patient.

Event description:
Patient ID: (B)(6).

Manufacturer narrative:
Exemption number e2019001 which permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in the patient and will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na. Implanted.

Event description:
It was reported that on (B)(6) 2013 the 3.5x23 mm xience prime stent was implanted in the proximal right coronary artery (prca). On (B)(6) 2018 the patient had chest pain and chest tightness related to coronary heart disease. The patient was re-admitted to the hospital. Percutaneous revascularization was performed on (B)(6) 2018 with another stent in the prca. The patient was discharged from the hospital on (B)(6) 2018. No additional information was provided.